Event description:
It was reported that during an anterior cruciate ligament plasty the flipcutter could not be flipped back in the joint anymore. The surgeon had to use force and a different device to retract the cutter. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the cutter tip was slightly bent, the blue handle was damage. Functional testing was performed, the cutter was no possible to retract or move due to the damage to the handle that did not action as required. The quality of the bone encountered was not provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.